Event description:
It was reported by the customer "we have observed when using the pca module that if the pca tubing is accidently left clamped, the patient will push the button and not receive medication. Unfortunately, the module does not beep/alarm that there is a downstream occlusion. We have had a couple of instances where the clamp was accidently left closed, and we did not discover this until the patient reported pain concerns". Although requested, the customer declined to provide additional information. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Correction: medical device type, PMA / 510(k)# additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an question about pca modules-does not beep and alarm for downstream occlusion was not determined because no products or device logs were returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "we have observed when using the pca module that if the pca tubing is accidently left clamped, the patient will push the button and not receive medication. Unfortunately, the module does not beep/alarm that there is a downstream occlusion. We have had a couple of instances where the clamp was accidently left closed, and we did not discover this until the patient reported pain concerns". Although requested, the customer declined to provide additional information. There was patient involvement, but the outcome is unknown.